Event description:
A valiant captivia stent graft system was implanted in a patient for endovascular treatment of a dissection. Vessel morphology was reported as the primary tear started in the proximal descending aorta at the lsa, and distally to the thoracic aorta for 27.1 cm. The total length of the thoracic aorta is 30.2 cm. The thoracic aortic centerline is 4.7 cm in diameter. There is no tortuosity or calcification in the access vessels. Five days post index procedure it was reported that there was a persistent false lumen perfusion from known distal re-entry point in infrarenal aorta. The thoracic aortic centerline measures 5.5 cm in diameter. One month post index procedure it was reported that there was a persistent false lumen perfusion from known distal re-entry point in infrarenal aorta. The thoracic aortic centerline measures 4.6 cm in diameter. Ten months post index procedure it was reported that the entire false lumen occluded except for 2cm at sma origin level secondary to re-entry point. Stent graft terminates well above this point. The thoracic aortic centerline measures 4.9 cm in diameter. 14 months post index procedure it was reported that the false lumen appears totally thrombosed; no endoleak except on one image. The thoracic aortic centerline measures 4.6 cm in diameter. 28 months post indexc procedure it was reported that there a new observation there is evidence of a distal type I endoleak. The thoracic aortic centerline measures 4.2 cm in diameter. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).